Event description:
The customer reported that the unit unexpectedly shutdown.

Manufacturer narrative:
(B)(4): the customer reported that the unit unexpectedly shutdown. The unit was evaluated by a philips field service engineer. The failure was verified. The field service engineer noted that the red soft case interfered with the batteries being fully inserted and connected. He reseated the batteries which resolved the reported failure. We will consider that the users did not fully seat the batteries which resulted in an incomplete electrical connection.